Manufacturer narrative:
Additional narrative: (B)(4). Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received for another complaint ((B)(4)), indicated the patient was revised on (B)(6) 2003 for loosening on his right knee ((B)(4)). The medical records indicate he loosening again and was revised on an unknown date, but they don't indicate what component(s) loosened. At this time an unknown depuy knee construct will be reported. Unknown cement/loosening interface.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.